Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Tightened the patient circuit connector with appropriate force.after that, functional tests and performance tests were conducted. The cause of the reported problem was traced to the design of the device. A DHR (device history review) was not performed because manufacturing and service records are not relevant to this design issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, the gso engineer determined the connector was tightened with a torque of 4.5n or less. No patient injury was reported. No patient involvement. *no additional information is available for this complaint.